Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, when intubating and inserting air in the device¿s cuff, the pilot balloon continued to have negative pressure. There was no reported patient outcome.

Manufacturer narrative:
Additional information: (patient code). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, when intubating and inserting air in the device¿s cuff, the pilot balloon continued to have negative pressure. There was no patient injury.

Manufacturer narrative:
Evaluation summary: one sample of endotracheal tube was received for evaluation. A visual inspection was performed and it was observed all the components are assembled properly at the tube. An inflation deflation test was performed using a syringe 25cc of air was applied to the cuff and it was observed the cuff held the air. The sample was left inflated 2 hours and no leaks were observed in the sample. Therefore, no failure mode was observed in the received sample since met with the product specifications and no corrective actions are required. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.